Event description:
All of a sudden, the driver just stopped. At first, they though the map dropped, but they looked again and the map was holding steady (settings: map 30, 33% it, 5hz, amp 53, flow 30, max36, min24) and only the oscillator stopped light was on. They replaced the cap diaphragms (just in case) and tried to restart the driver. They driver would cycle a few times, but then stop again. They've placed the pt on a conventional vent unitl a replacement can arrive. They will authorize a replacement vent and have this vent come back to ps for investigation.